Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon had completed pathway for screw and was done inserting screw. Once he removed screwdriver, the inner part or the 'saddle' came out still attached to polyaxial screwdriver. The loose part was removed from the screwdriver and the screw was removed. Another 6.0 x 45 screw was inserted without incident.

Manufacturer narrative:
The ti 6x45mm cortical fix polyaxial screw (product code: 1867-31-645, lot number: arhdv2) was returned to the complaints handling unit (chu). This screw was returned with the saddle separated from the tulip head and screw head. There are signs of use in the form of small marks in the screw head and on the inner rim of the saddle, but there is little observable damage to the tulip head. The threads of the tulip head and the drive feature in the screw head are intact. The faint marks on the saddle may be indicative of the saddle being forced out of the tulip head as a result of unexpectedly high forces placed on the saddle when angling, inserting, and/or tightening the screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the samples and the information provided. A potential root cause may be an unexpectedly high amount of force placed on the saddle when angling, inserting, and/or tightening the polyaxial screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.